Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts lifted at the proximal end of the stent. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 24-may 2022. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. After a 7f non-boston scientific (bsc) guide catheter was engaged and non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.0 x 12mm maverick balloon catheter. Following pre-dilatation, a 2.50 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure in-spite of repeated attempts, the device was failed to cross the lesion. The device was removed and the procedure was completed with a non-bsc stent. There were no patient complications reported. However, returned device analysis revealed stent damage.